Event description:
It was reported that the infusion set fell out of the applicator while the user removed the adhesive spiral, indicating an infusion set deployment issue. There were no reported adverse clinical effects. Outcomes included no injury and completion of troubleshooting and education. Investigation included a review of user technique and deployment steps during the call. Investigation of this case revealed an incorrect deployment of the infusion set during application. It was concluded, based on previously established findings for similar reports, that user technique during application was the most probable cause.